Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer had blood glucose level of 120 mg/dl. Customer was treated with food. Customer was alleging insulin pump for over delivering because customer's blood glucose level was going down too fast. Customer was using auto mode. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.